Event description:
The patient was revised due to loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation could not verify or draw any conclusions about the root cause of the reported loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated.